Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery increased 34% battery life when plugged into a power source for 2 hours at the customer's house, and only increased 10% when plugged into a power source at the customer's health care professionals office for 2 hours. Tandem technical support reviewed pump data and verified the pump was charging and depleting as expected. Customer had elevated blood glucose (bg) levels (298 mg/dl). Customer delivered a bolus to address elevated bg levels.